Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor and received a pairing failed alert, after which rescanning initiated the warm-up countdown and resolved the issue. No adverse clinical symptoms were reported. Outcomes included no impact on health and no hospitalization. User support included guided troubleshooting and education with sensor rescanning. Investigation of this case revealed a temporary pairing failure that resolved with a successful rescan, indicating no persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity interaction that resolved through standard troubleshooting.